Event description:
A facility reported that the patient was experiencing headaches and the surgeon thought that it may be due to under draining of the osv ii lumbar valve (909711). The valve was removed and another implanted. The initial implantation date has not been reported, and it is unknown which valve was implanted during revision surgery. Patient is male with complicated inph. Additional information received as follows: "his last osv revision was (B)(6). Well until august. Then gradually increasing low pressure symptoms, partially managed by going up on vp shunt setting & asd until reaching max settings there (20mm main valve & 40mm asd). The patient also has a vp shunt in (so vp and lp with our osv being the lp shunt) and has quite complex management needs."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.